Manufacturer narrative:
On 10/8/2019, it was discovered that the awareness date was reported incorrectly in 3500a initial report. The actual awareness date was 4/4/2019. The due date for the report was 5/4/2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. On 5/24/2019, the mentor failure analysis lab received the device for evaluation. On 6/19/2019, device evaluation was completed. Device evaluation summary: during evaluation of the sample it appeared intact. Leak testing was performed and it revealed a tear in the anterior view, measurement approximately 0.3 cm. Since the authorization for return and examination of medical device form was not signed and/or returned, mentor product analysis lab was precluded from further evaluating the device. No additional anomalies were observed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. Causes of rupture of gel-filled implants include, but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma,excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some breast and/or chest pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with the compression of nerves, hematoma, migration, infection, surgical technique, improper size, placement or capsular contracture. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. The reported complaint was confirmed for rupture. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Reason for device explant and/or reoperation: right side capsular contracture; baker grade IV, and left breast implant rupture, and sagging, anxiety, depression, fatigue, headaches, and muscle aches. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) year old caucasian female patient underwent primary breast augmentation with a 475cc mentor memorygel breast implant and was presented with right side capsular contracture; baker grade IV, and left breast implant rupture, and sagging. Anxiety, depression, fatigue, headaches, muscle aches were also reported. As a result, the patient underwent explantation and replacement with catalog number: 3505004bc; serial number: (B)(4) on the right side and with catalog number: 3505004bc; serial number: (B)(4) on the left side on (B)(6) 2019. This report is for the patient¿s left-sided device.